Event description:
Physician reports: two years ago he placed an epidural into a pt for pain control. After insertion, he taped the epidural to her back using silk tape, then covered the tape with a transparent dressing. The pt is now stating that when the tape was removed three days later, it left sores that caused scarring.